Manufacturer narrative:
The reported issue was confirmed. A visual inspection of the component confirmed the presence of the scorch marks and overheating of the components. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the DHR review is not required. A labeling review is not required because labeling could not have prevented this issue h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the power inlet module had scorch marks and was melted in an arctic sun device. The ac cca card had scorch marks on both the brown and blue wires that plug into the power inlet module and would be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power inlet module had scorch marks and was melted in an arctic sun device. The ac cca card had scorch marks on both the brown and blue wires that plug into the power inlet module and would be replaced.